Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination of the pulse generator, it was discovered that the atrial lead exhibited noise oversensing and episodes of pacing mode switch. The lead was reprogrammed successfully. The patient was in stable condition.